Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2022, the patient experienced hypoglycemia with symptoms (patient was not able to describe the symptoms). The patient´s daughter treated the patient with glucagon nasal spray and called emergency medical service (ems). When the paramedics arrived, they took a blood glucose reading which was 35 mg/dl. The patient´s daughter gave her some protein, cheese, and orange juice. The paramedics waited for 20 minutes and checked her blood glucose level again which raised to 74 mg/dl. At the time of the report the patient was fine. There was no treatment provided by the paramedics. The product has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 2/1/2023. It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.